Event description:
It was reported that the pulse generator exhibited backup vvi. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that a successful product code download was performed in the field. As received normal device function was observed.